Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Note: e1. Initial reporter phone: (B)(6). Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and the catheter would no longer flush. While going to reinsert the varipulse catheter, the catheter would no longer flush. We tried replacing the irrigation tubing and the bag. We also reseated and rebooted the pump. The only thing that fixed it was a new catheter. There was no patient consequence.